Manufacturer narrative:
One device was received for evaluation. Functional testing was able to confirm the reported problem. To address the issue, the upstream occlusion (uso) seal, downstream occlusion (dso) seal, dso sensor, and dso bezel, and mainboard were replaced. The dso/uso sensors were calibrated, and the software was updated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: month and day of event are unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed a cassette not attached error. Patient involvement is unknown.